Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 01/03/2026, it was reported that the patient collapsed and blood was observed on the floor, indicating possible bleeding, but the patient was not taken to the hospital. They reported not noticing any readings beforehand but observed a reading of approximately 20 mg/dl during the incident. They claimed they did not hear any alerts notifying them of a low reading. The symptoms observed were sweating, dizziness, and disorientation. Both cgm and bgm readings were around 20 mg/dl (continuous glucose monitor reading value is outside of the 40-400 mg/dl range). The wife administered glucose tablets and a drink, opting for self-treatment. After consuming glucose tablets and a drink, the patient¿s condition improved and stabilized. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, it was found in connection with the reported allegation that on 01/04/2026, a day after the alleged incident date, the estimated glucose values were in range and steady at 138 mg/dl to 115 mg/dl from 12:14 am to 03:34 am. At 03:39 am, signal loss began and lasted for almost three hours until 06:29 am. During signal loss, backfilled egvs dropped to the low alert threshold of 70 mg/dl at 04:39 am. At 04:54 am, backfilled egvs dropped below the urgent low alert threshold of 55 mg/dl, with egvs of low (less than 40mg/dl) from 05:14 am to 06:29 am. At 06:35 am, when signal returned, the app delivered a signal loss alert at 100% volume and an urgent low alert at 0% volume (set to vibrate) with an egv of 45 mg/dl. Both the signal loss alert and urgent low alert were acknowledged immediately. Egvs began to rise, returning to range at 06:49 am with an egv of 76 mg/dl, and calibrations entered were higher than the egv. Inaccurate calibrations were entered on 01/04/2026 06:46 am and 01/04/2026 07:23 am. The highest risk inaccurate calibration observed in data was the cgm read 58 mg/dl and the blood glucose value was 87 mg/dl at 01/04/2026 06:46 am. The probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient collapsed and blood was observed on the floor, indicating possible bleeding, but the patient was not taken to the hospital. They reported not noticing any readings beforehand but observed a reading of approximately 20 mg/dl during the incident. They claimed they did not hear any alerts notifying them of a low reading. The symptoms observed were sweating, dizziness, and disorientation. Both cgm and bgm readings were around 20 mg/dl (continuous glucose monitor reading value is outside of the 40-400 mg/dl range). The wife administered glucose tablets and a drink, opting for self-treatment. After consuming glucose tablets and a drink, the patient¿s condition improved and stabilized. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.